Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy -bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018 patient under go for essure confirmation test. Patient received treatment for pain, bleeding, allergy, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) unspecified -result unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event injury was replaced with pain, bleeding, psych injury, allergic reaction, bladder / urinary, weight loss, hair loss. Reporter information were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and pelvic pain ('pain') in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), hyperthyroidism ("hyperthyroidism"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy -bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, psychological trauma, weight decreased, alopecia, vaginal haemorrhage, dysmenorrhoea, hyperthyroidism and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, hyperthyroidism, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018 patient under go for essure confirmation test. Patient received treatment for pain, bleeding, allergy, psych injury. Discrepancy noted in essure insertion date:- (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) unspecified -result unknown. Batch no c51073 production date 2014-04-23 expiration date 2017-04-23. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received -new event painful menstrual cycle , abdominal pain , vaginal bleeding , migration of device , hyperthyroidism were added. New reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and pelvic pain ('pain') in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, anaemia of pregnancy, pregnancy, acne, sexual assault, seizure and migraine headache. Concurrent conditions included allergic reaction to analgesics, migraine, spotting vaginal, back pain, graves' disease, tremor, palpitations, allergy to metals, insomnia, lightheadedness and loose stools. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), genital haemorrhage ("bleeding"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary"), hyperthyroidism ("hyperthyroidism"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy -bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, vaginal haemorrhage, hyperthyroidism, weight decreased, alopecia and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, vaginal discharge, vaginal infection, cystitis, urinary tract infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, hyperthyroidism, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018 patient under go for essure confirmation test. Patient received treatment for pain, bleeding, allergy, psych injury. Discrepancy noted in essure insertion date: (B)(6) 2015 and (B)(6) 2015. Discrepancy noted in date of expiration: (B)(6) 2017. Insertion details: trailing coils:, left 5 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) unspecified - impression: bilateral blocked fallopian tubes consistent with proper essure placement. Laparoscopy - on (B)(6) 2019: procedure: salpingectomy laparoscopic bilateral, hysteroscopy diagnostic, endometrial biopsy. Findings: 1) normal endometrial cavity and endometrium, bilateral essure devices not visible. 2) normal uterus, bilateral ovaries and bilateral tubes. 3) peritoneal window in right cul de sac, without any other evidence of endometriosis. Procedure: an incision was made with scissors on the tubal serosa over the isthmic portion near the cornua. Incision was carried all the way around the tube until all that remained was the essure device. The now separated fallopian tube containing a portion of the essure was then grasped and gently pulled until the essure device was completely removed from the uterus and interstitial portion of the fallopian tube. Visualization of the inner coil and the proximal end marker of the essure device confirmed complete removal. The fallopian tube and essure device were removed through the laparoscopic port. The same procedure was performed on the left fallopian tube and essure device. Visual confirmation of an intact essure device was noted before removal from the laparoscopic port. Patient tolerated the procedure well. Batch no c51073 production date 2014-04-23 expiration date 2017-04-23. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, vaginal haemorrhage , abdominal pain, weight decreased, pelvic pain, alopecia, dysmenorrhoea, hyperthyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical records received. Reporter information, medical history, auto narrative supplement and reporter comment were added. Lab data was updated. Case became medically confirmed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and pelvic pain ('pain') in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, anaemia of pregnancy, anemia of pregnancy, acne, sexual assault, seizure and migraine headache. Concurrent conditions included allergic reaction to analgesics, migraine, spotting vaginal, back pain, graves' disease, tremor, palpitations, allergy to metals, insomnia, lightheadedness and loose stools. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), genital haemorrhage ("bleeding"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary"), hyperthyroidism ("hyperthyroidism"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy -bilateral). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, vaginal haemorrhage, hyperthyroidism, weight decreased, alopecia and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, vaginal discharge, vaginal infection, cystitis, urinary tract infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, hyperthyroidism, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6)2018 patient under go for essure confirmation test. Patient received treatment for pain, bleeding, allergy, psych injury. Discrepancy noted in essure insertion date: (B)(6)2015 and (B)(6)2015. Discrepancy noted in date of expiration: (B)(6)2017. Insertion details: trailing coils:, left 5 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2018: essure confirmation test(s) unspecified - impression: bilateral blocked fallopian tubes consistent with proper essure placement. Laparoscopy - on (B)(6)2019: procedure: salpingectomy laparoscopic bilateral, hysteroscopy diagnostic, endometrial biopsy. Findings: 1) normal endometrial cavity and endometrium, bilateral essure devices not visible. 2) normal uterus, bilateral ovaries and bilateral tubes. 3) peritoneal window in right cul de sac, without any other evidence of endometriosis. Procedure: an incision was made with scissors on the tubal serosa over the isthmic portion near the cornua. Incision was carried all the way around the tube until all that remained was the essure device. The now separated fallopian tube containing a portion of the essure was then grasped and gently pulled until the essure device was completely removed from the uterus and interstitial portion of the fallopian tube. Visualization of the inner coil and the proximal end marker of the essure device confirmed complete removal. The fallopian tube and essure device were removed through the laparoscopic port. The same procedure was performed on the left fallopian tube and essure device. Visual confirmation of an intact essure device was noted before removal from the laparoscopic port. Patient tolerated the procedure well. Batch no c51073 production date 2014-04-23 expiration date 2017-04-23. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, vaginal haemorrhage , abdominal pain, weight decreased, pelvic pain, alopecia, dysmenorrhoea, hyperthyroidism quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no: c51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy -bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2018 patient under go for essure confirmation test. Patient received treatment for pain, bleeding, allergy, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2018: essure confirmation test(s) unspecified -result unknown. Batch no: c51073, production date: 2014-04-23, expiration date: 2017-04-23. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.